Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend. The blood glucose readings were ranging from 400 mg/dl something to 546 mg/dl. And the sensor glucose readings were below 40 mg/dl to 78 mg/dl. Current blood glucose was 277 mg/dl. Customer did not indicate how the high blood glucose was treated. Auto mode feature was active at the time of incident. The insulin pump will not returned for analysis.